Event description:
Related manufacturer report number: 2017865-2023-05311. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing due to noise. The right ventricular lead was also noted to have increased capture threshold and r-wave amplitude variation. Both leads was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of noise, inadequate capture and r-wave amplitude were confirmed. As received, a partial lead was returned in two portions for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal cut end of portion (b). The cause of the reported event was due to the exposure of the coil in the abrasion zone. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.